Event description:
It was reported that during a gastrectomy procedure, a part of the staple was unformed and came off at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.